Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer's son experienced high blood glucose level. Customer's blood glucose level at the time of incident was 400 mg/dl. Customer treated high blood glucose level with insulin pump. Customer¿s current blood glucose was 149 mg/dl. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.